Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a hemicolectomy procedure. After initial use, single hold valve visually frayed after insertion and removal of liga clip applier. Proceeded to change the scope retention mechanism with eyehole valve from another device. Device used on patient, no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular seal was cut on the device. The envelope seal was intact. The device failed an air leak test. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the cut circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.